Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had a tower door 2 failure. A field service engineer provided remote assistance to the customer, and the issue was resolved by rebooting the station. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where tower door 2 was unable to open, thereby hindering users from accessing the medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.